Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, a non-boston scientific guidewire became entangled and stuck with the ivus catheter, resulting in a twist. The entire system was then removed, and the procedure was completed using another of the same device. No patient injuries were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, a non-boston scientific guidewire became entangled and stuck with the ivus catheter, resulting in a twist. The entire system was then removed, and the procedure was completed using another of the same device. No patient injuries were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual and microscopic inspection revealed the imaging window and drive cable were twisted. The reported guidewire entanglement was confirmed.